Event description:
The pt experienced burning sensations at the lead-extension connection and at the site of leads, which first appeared after implant in 2002. In 2003, the pt experienced a burning sensation at the implantable pulse generator site for three days. He only felt stimulation in one leg. The pt hadn't fallen or had other trauma. His stimulation was intermittent, movement and palpation caused stimulation changes. The pt hadn't visited his hcp about the issues or been in contact with his hcp for 4 years. His device wasn't reprogrammed. He had or will have surgery to fix the problems with his system. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
Result: extension.